Event description:
Caller alleged discrepant inratio inr result in comparison to a reference point of care (poc) inr result and laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 5.7, poc inr: 1.9, laboratory inr: 1.96. The time between the inratio and poc testing was minutes. The time between the inratio and the laboratory testing was more than three hours. Therapeutic range was not provided for the patient. There was no adverse patient outcome. There was no additional information provided.

Manufacturer narrative:
Investigation pending.